Event description:
The ventricular lead was being inserted without resistance into the left subclavian vein through a 9f peel-away introducer. As the physician advanced the lead with the stylet in place, the insulation abruptly separated approx. 10cm from the proximal hub. This was identified by the physician by blood appearing underneath the insulation still exposed. There had been very little manipulation of the lead at this point. The lead was removed without difficulty, revealing the complete separation. The pt suffered no ill effect, but the subclavian sheath needed to be removed, pressure held, and another subclavian puncture and sheath placement were required due to the failure. This was accomplished and a comparable lead was inserted without similar incident.